Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to moisture damage on force sensor. Also, the insulin pump was received motor with a corroded motor home switch. Unable to test for alarm and motor error alarm due to prime alarm. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, loose end cap sticker and stained address / serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 435 mg/dl. The customer has not corrected for the high blood glucose readings. The customer stated that after she tried to rewind the pump, it alarmed motor error. The customer also stated that there was a compromised force sensor system alarm and motion sensor test failure from the insulin pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.